Manufacturer narrative:
Our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use with 2 bd plastipak¿ luer-lok¿ syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: there are blood leakage residual at the inner plunger of the 10ml syringe after used.

Event description:
It was reported that during use with 2 bd plastipak¿ luer-lok¿ syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: there are blood leakage residual at the inner plunger of the 10ml syringe after used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.